Event description:
A peritoneal dialysis (pd) patient experienced separation of a transfer set between "tubing and patient connector". It was further reported as "the titanium joint of the replaced dianeal "extraneal" short tube connection had fallen off". It was reported that the patient had peritonitis. The cause of the peritonitis was unknown, however the family of the patient considered the cause as "quality issue with the external short tube". The patient was hospitalized for the event of peritonitis. Treatment for the event was not reported. It was reported that the patient has not recovered. Action taken with pd therapy was not reported. The reported declined to provide further information.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a photograph and the actual device was received for evaluation. The photo provided showed a separation between the patient connector and tubing, however, the visual inspection by naked eye on the returned actual sample observed no issues and no separation of components on the returned sample. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. The cause of the condition could not be determined. Without a valid lot number provided, a manufacturing record review could not be performed. Based on additional information received, the minicap transfer set was determined not to be a factor in the reported adverse event.should additional relevant information become available, a supplemental report will be submitted.